Manufacturer narrative:
The outcome of this event is unknown as of this MDR evaluation. There has been a previous report received where this malfunction of a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was evaluated and found to be within specification. Multiple unsuccessful attempts were made to obtain the patient outcome. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver would not hold files. The event outcome is unknown as of this MDR evaluation